Event description:
A dr called to report tha the customer was hospitalized for dka. Advised the contact that troubleshooting on the pump needs to be done over the phone. The dr could not verify any info besides the customer's name.